Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late, silicone migration.

Event description:
Healthcare professional reported right side rupture, "right axillary intranodal silicone", "trace of per-implant fluid", "small rounded mass", "marked density", "scattered small cysts", "slightly more prominent node in right axilla", "margins irregular", "extracapsular fluid", " silicone seen adjacent to the deep margin of the implant", and "snow storm appearance". The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.7., h.6.

Event description:
The device was explanted.